Event description:
Information received from the field notes that while the patient was in the hospital, a physician requested a follow- up since the patient was non-compliant. No pacing was observed and the patient's heart rate was "50 bpm with cavb". The programmer indicated the device was in back-up vvi mode. Attempts to communicate with the device and perform a software download were unsuccessful.